Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a nc sprinter balloon to treat a moderately calcified and tortuous mid cx lesion exhibiting 98% stenosis . No damage was noted to device packaging and no issues removing from the hoop/tray. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered and excessive force used during delivery. It was reported that balloon deflation difficulties occurred during subsequent inflation.

Manufacturer narrative:
The device was being used to post dilate a previously deployed stent. There were no issues removing the protective sheath during prep. The entire system was removed and the nc sprinter was replaced with other brand balloons. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The balloon partially inflated, and then the balloon failed to deflate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.